Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the start/stop button is not working correctly on the 3100 high frequency oscillating ventilator (hfov). The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected component, a 3100a device driver interface (ddi) printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a pin on the ddi board being intermittent and not toggling with the changes to the input of the start/stop button.